Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away one day after the implant of their implantable pulse generator (ipg) system. It was noted the death was suspicious of a possible embolism. Follow-up with the patient's clinic found the cause of death was not known and therefore, the clinic could not confirm if a pulmonary embolism had occurred. Patient history leading up to the death revealed the patient presented to the emergency department three days prior to passing away after experiencing chest heaviness and a syncopal episode. It was noted on a 12 lead electrocardiogram that the patient had a new inverted t-wave and was subsequently admitted. A left heart catheterization was performed the next day with no evidence of coronary artery disease. After returning to the telemetry floor post operatively, it was noted via telemetry that the patient experienced four second pauses. An implantable pulse generator (ipg) was successfully implanted the following day without complication. The day after implant the patient was found unresponsive in their hospital room. Resuscitation efforts were initiated and were ultimately unsuccessful. No other information was able to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.